Manufacturer narrative:
(B) (6): physio-control evaluated the device and verified the reported failure. Physio replaced the large keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed large keypad assembly at the failure analysis center and determined the cause of the failure to be a worn off conductive material from the on/off switch. Additionally, some of the conductive material was wedged between the contacts and causing the unit to power on and off by itself.

Event description:
It was reported that the device would power on/off by itself, and the power on button was hard to engage. There was no patient use associated with the event.